Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Visual inspection revealed that signs of activation and scratches were observed on the active tip. The vapr hand piece used was not received for evaluation. The device was sent to the manufacturer for further testing. The vapr 3.5mm end 21 deg -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device not returned in the original packaging, no handpiece returned, no clear signs of activation. Signs on the pcb that the device was connected to a handpiece. The electrical test was performed; as a result, all the continuity test passed. The device was connected to vapr vue generator and available settings were, the activation was as expected on both modes. The device was repeatedly disconnected and connected to the generator with correct recognition seen on each event, the device was also ¿wiggled¿ during connection and after connection looking for any failure in recognition. No issues were seen. A manufacturing record evaluation was performed for the finished device u2111148, and no non-conformances were identified. The device as presented passed all electrical and functional checks with no issues noted. The complaint device was found to meet the manufacturers specification; the customers complaint cannot be substantiated. The root cause of the customer reported problem could not be determined. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an unknown procedure of the shoulder on (B)(6) 2023, it was observed that the angled end effect electrode, 21º device by a handpiece when it was connected to the handpiece. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.